Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states they had excessive no delivery alarms. The customer's blood glucose level was unknown. The customer states they had been high blood glucose levels due to pump no working properly. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.